Manufacturer narrative:
December 8, 1998. The manufacturing site reported the correct date of manufacturing. Device evaluation: a review of the records related to this equipment that included labeling, manuals, trending, and risk documentation reviews for this equipment were performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Based on the investigation an electrical problem was found. System was repaired on site and meets specifications.

Manufacturer narrative:
Field service specialist visited the account and confirmed on arrival patient energy meter failure error message presents. He repaired integrator. System meets abbott specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during last procedure of the day with 12 seconds left, the system stopped lasing and presented patient energy meter failure error message. System would not allow fluence to be set after the error. After the event the doctor floated the flap back down and patient was sent home and seen for a one day post op the next morning. The doctor put an accuvue ii -1.25 contact on at the post op apt (patient was seeing -1.25) he was -4.00 +1.00 before the procedure. Patient was scheduled to be seen on (B)(6) 2017 to complete the treatment.